Event description:
Reportedly, during a lower rectum suture, the instrument did not staple. The surgeon indicated that there were no staples in the instrument and the surgery lasted an extra 45 minutes.